Manufacturer narrative:
An event regarding pain was reported. Malposition of the tritanium shell was confirmed through review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: {...}procedure-related factors: cup malposition in medialized position within the acetabular bone. Patient-related factors - none. Device-related factors: none, all devices were retained during revision surgery. Diagnosis: cup malposition in medialized position within the acetabular bone has contributed to bony impingement between tip of greater trochanter and rim of acetabulum causing a local pain and tissue irritation syndrome requiring intervention with removal of the impinging bone, all devices were retained. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded: cup malposition in medialized position within the acetabular bone has contributed to bony impingement between tip of greater trochanter and rim of acetabulum causing a local pain and tissue irritation syndrome requiring intervention with removal of the impinging bone, all devices were retained. Not available.

Event description:
Right thr in (B)(6) study: patient reports pain. Unsuccessful physio was reported. No evidence for infection or loosening. On (B)(6) 2016: osteotomy of trochanter bone, impingement? Cup malposition in medialized position within the acetabular bone has contributed to bony impingement between tip of greater trochanter and rim of acetabulum causing a local pain and tissue irritation syndrome requiring intervention with removal of the impinging bone.